Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and found clogged ise (ion selective electrode) tubing's and ise (ref) block. The fse replaced the ise tubing's and cleaned the ref block to resolve the issue. The fse performed verification successfully without further issues. The instrument returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported the generation of false low na (sodium) patient results involving the au480 clinical chemistry analyzer. The customer repeated sample and obtained correct results after rerun. The customer also indicated internal quality controls (iqc) were failing daily. There was no report of change to treatment, injury, or death associated to this event.